Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had clock battery due, error code 1210 errors and was double beeping. There was no patient injury.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the pump alarmed ec1261. The circuit board was found to be the issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.